Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00859. It was reported that the patient system was auto reducing, upon further investigation system diagnostics recorded high impedances on one lead and the other lead was only providing rib stimulation, therefore the patient was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating along with ineffective stimulation with high impedances, the patient was also experiencing periodic shocking at ipg site. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.